Manufacturer narrative:
Physio-control examined the customer's device and verified the reported failure. Physio determined that the cause of the reported failure was due to tin whisker growth on a cable-mounted plug connector, designator p506, at pins 2 and 3 of the charge-pak and switch flex assembly. The tin whisker caused excess current draw, which led to the depletion of the internal hybrid layer capacitor (hlc) batteries. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. Further inspection showed that the unit would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.